Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc.(B)(4), registration number: (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting attachment: user facility medwatch report number mw5070050.

Event description:
It was reported via a user facility medwatch form stating the physician twisted and torqued the asahi prowater 300 guide wire against manufacturer's recommendations during a failed attempt to cross a chronic total occlusion (cto) in the proximal dorsalis pedis. The tip of the guide wire separated and was lodged in the occluded segment of the artery in the cto. A second non-abbott guide wire was again unsuccessful in crossing and a planned amputation was then performed. It was confirmed in follow-up that the amputation was planned if the treatment was unsuccessful. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The analysis was performed by (B)(4): regarding the wire fracture, it was presumed that rotational force exceeding the products design limit might be inadvertently given to the guidewire while its distal tip was trapped by the cto lesion. The instructions for use states: warnings - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action, if the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; warnings - when torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counter clockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, malfunction and adverse effects - separation or breakage of the guide wire. Although investigation of the subject guidewire could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria; there was no indication of product deficiency.